Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported extra large needle driver in the field and the associated device logs. Review of the field service notes indicated that the extra large needle driver was not recognized by arm cart assembly 3. The extra large needle driver was replaced with a new one, which resolved the issue. The case continued and was completed successfully. Evaluation of the logs did not show the extra large needle driver as being connected to the system. The logs showed instances of attempting manual insertion without an instrument connected. A monopolar curved shears was connected for two seconds, then replaced with the extra large needle driver. An error code for 'manual insertion with no instrument attached' was seen. This can indicate connectivity issues. Evaluation of the device confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument connection failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair, the extra-large needle driver that was connected to the sterile interface module (sim) was not recognized by arm cart assembly 3. The extra-large needle driver was replaced with a new one to resolve the issue. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair, the extra-large needle driver (elnd) connected to the sterile interface module (sim) was not recognized by arm 3. The elnd was replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.